Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the abdominal aorta. A long taper 182cm straight tip v-14 control wire guidewire was selected for use. After the device was navigated to the lesion and attempted to rotate, it was noted that the guidewire broke into two pieces. The fracture point was outside the patient's body. The broken part of the device was completely removed from the patient's body and the procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The device had its middle section kinked. The device was broken 157 cm from the distal section to the broken section; the overall length should be 182 cm. The other part of the device was not returned. Additionally, the distal tip was severely kinked. The outer diameter of the distal tip and middle section were within specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the abdominal aorta. A long taper 182cm straight tip v-14 control wire guidewire was selected for use. After the device was navigated to the lesion and attempted to rotate, it was noted that the guidewire broke into two pieces. The fracture point was outside the patient's body. The broken part of the device was completely removed from the patient's body and the procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.